Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced abdominal pain and a heart rate in the twenties and thirties in beats per minute (bpm). The right ventricular (rv) lead exhibited chronically low r waves and some ventricular paced beats occurred on top of a sensed ventricular beat. The rv lead remains in use. No further patient complications have been reported as a result of this event.